Event description:
As reported by the field specialist, approximately one (1) day post transcatheter pulmonic valve replacement (tpvr) procedure with a 29 mm sapien 3 valve in an alterra pre stent, the patient had mild chest discomfort but was discharged. Approximately seven (7) days post tpvr procedure, the patient presented back to the emergency room (ER) with increased chest pain. A repeat cardiac computed tomography angiography (cta) was performed which visualized the alterra pre stent and it was noted to be pointing toward the posterior sternal table and seems to be beyond the vessel wall. The patient was noted to have a significantly horizontal outflow tract, 90 degrees to the sternal back wall. The tpvr procedure was successful with a single recapture of the alterra pre stent at approximately 50% uncovered which was uneventful. During deployment, there was concern about the appearance of infolding of the distal inferior/caudal tines, but it improved as the system was pulled back a little. The 29 mm sapien 3 valve was implanted without difficulty and the gradient was 4 mmhg. Additional information was received revealing approximately thirteen (13) days post tpvr procedure, the position of the alterra pre stent had not changed from the initial implant. It was observed on a cardiac cta that one of the proximal anterior tines of the alterra pre stent was embedded deep in the muscle (or patch) of the right ventricular outflow tract (rvot). It is in an akinetic region, but quite deep and ends up close to the patient's sternum. The patient is fine when in the supine position on the left side but feels moderate to severe chest pain when sitting up. The patient had no mediastinal hematoma or pericardial effusion, trops were negative, and the coronaries were fine via a CT scan and EKG baseline. The patient appeared to have a pericardial rub on the exam, so the patient was started on medication to help improve the pain. The patient was then discharged.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed one distal inflow apex protruding the pulmonary artery. It was noted that the degree of penetration was 1c. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the prestent usage. Per the IFU/training manuals, the alterra apices are designed to engage with the anatomy and are critical to provide prestent stability. Additionally, it notes that device penetration into surrounding vasculature is a potential risk associated with the prestent, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the alterra prestent penetration was confirmed through provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent penetration has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the alterra prestent is designed with outward flared/pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to the anatomy and to prevent prestent migration. There were four potential root causes related to device penetrations investigated. The first root cause is manufacturing. The frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects and go through radial force testing. There were no manufacturing non-conformances that could have contributed to a penetration detected as the prestent met the specifications. The second root cause is the design of the prestent. The alterra prestent is designed with outward flared/pointed apices and sufficient outward chronic force to allow proper retention of the prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to anatomy and to prevent other risks such as prestent migration. The third root cause is the patient's anatomy. None of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, a category 1c penetration was observed at the inflow respectively. The fourth root cause is relation to tracking difficulties. After review, it could not be concluded that there was a correlation between interactions of the delivery system with the prestent to the category of penetration. As seen in the provided imagery, one stent apex was observed penetrating at the inflow. Per the training manual, the alterra apices are designed to engage with the anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. In this case, there were no manufacturing non-conformities or procedural related events identified which could have resulted in the reported event. The design of the prestent with outward flared/pointed apices as well as chronic outward force could be identified as a potential root cause to the occurrence of the penetration in the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously performed for this type of event. After further assessment and investigation, no corrective or preventative actions are required at this time.